Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2013 with the following findings: the pump¿s history showed multiple reboots. An inspection of the pump showed no physical damage to the battery cap or battery compartment. The battery cap was able to tighten on to the pump securely. The pump was exercised for 24 hours with no power loss. The pump was opened and no internal damage or moisture was found on the internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.